Event description:
Pt had bilateral breast augmentation in 1978 with silicone gel implant. In 1/96 right implant was believed to be leaking gel. At the time of removal on 1/8/96, left implant found intact and right found ruptured.